Event description:
Information was received about an implanted neurostimulator (ins) from a patient (pt). Pt reported their lead is broken and they will need to eventually have it removed but have moved and needs to locate a new hcp. Pt stated the lead broke almost immediately after it was replaced about 3.5-4 years ago. Pt stated the same lead has continued to break since they were first implanted with their ins and has broken and been replaced about 3-4 times in the past. Pt did not recall dates of when the leads broke. Pt stated the other lead that does the most for them is still working. Pt stated their entire system was replaced and moved to their other side to try to avoid their lead from continuing to break. Pt stated that they don't know why the leads continue to break. Patient services (ps) reviewed information and mailed pt hcp listings.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial#: (B)(4), product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 01-sep-2015, UDI#: (B)(4). Product ID: 3778-45, serial/lot #: (B)(4), ubd: 06-oct-2015, UDI#: (B)(4). Product ID: 3778-45, serial/lot #: (B)(4), ubd: 12-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.